Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a temperature alarm while attempting to deliver a bolus. Customer reported a blood glucose level of 180 (mg/dl) and indicated insulin injections would be administered. Customer indicated a non-tandem pump would be used as back-up therapy.